Manufacturer narrative:
(B)(4). Investigation results: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare would not hook up to cautery. When the physician attempted to remove the polyp, the snare failed to cut. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the wire and catheter were kinked in the middle of the device. The catheter was smashed at the distal section of the device. Electrical testing was performed, and the device passed the resistance test. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the snare would not hook up to cautery. When the physician attempted to remove the polyp, the snare failed to cut. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event.